Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the flushing pump needs repair for a new pump head. The intended procedure was completed using the same equipment. There were no reports of patient harm.

Event description:
It was reported that the olympus flushing pump needed new pump head. The problem was found during inspection at the beginning of the facility¿s endoscopy list. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and provide a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and identified the subject device had a damaged pump head. The device will not be returned to olympus for further evaluation as the fse repaired the device and is in working order. Based on the results of the investigation, and since the device was not returned for further evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.